Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that when the customer received the product, the packaging indicated four strands per pack rather than the expected one strand per pack. The product was not opened or used in a procedure. There was no patient involvement. No additional information was provided.